Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned because no event devices were sequestered.

Event description:
Customer reported an issue with chemo infusions completing with 30 ml remaining in the bag. Stated they have measured the amount of fluid in the bag (by filling the bag with a syringe), they account for priming volume when setting the vtbi and hang the fluid container 20 inches above the pump module. Stated the issue occurs more frequently with viscous medications. Customer expressed concern about rate accuracy and patients receiving their entire dose. There was no patient harm reported and no medical intervention was required. Although requested, the customer did not provide any additional patient or event details.